Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change with an ilet system using a contact detach infusion set, and the issue was addressed by removing all supplies, performing a dry run, and completing a full supply change with new supplies, after which insulin delivery resumed. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included restoration of therapy without need for product replacement and no hospitalization. Investigation included remote troubleshooting, user-guided dry run, and full supply change with new cartridge, connector, and infusion set. Investigation of this case revealed that the event was consistent with an infusion-related occlusion that resolved after replacement of disposable components, indicating a supply-related interruption in flow rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply occlusion associated with the disposable infusion components.

Manufacturer narrative:
Initial.